Event description:
It was reported that during a procedure for a gross & kempf locking nail, it was impossible to lock the proximal part of the nail. The surgeon used another nail without a problem. This caused a extension of surgery time.